Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, the query identified no similar reported from this lot. Based on available information, the reported poor imaging resolution was due to procedural conditions. Additionally, the cause for the reported single leaflet device attachment is due to patient anatomy. The reported medical intervention is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Poor imaging was noted due to the patient anatomy. One clip was implanted centrally; however, after deployment the clip detached from the anterior leaflet (single leaflet device attachment (slda)). In the physicians opinion, the slda was due to the patient anatomy. Two clips were implanted medially and laterally to stabilize the clip reducing the mr to a grade of 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.